Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction & when md removed kit from the tray he mentioned it was "some what difficult." Md attempted to insert iab over already inserted guidewire (insertion was a sheathless). Md was unable to "feed iab over guidewire at inguinal ligament level in patient (pt.) Groin. Multiple attempts were made to pass iab over guidewire. As a result, iab & guidewire bent. Md removed iab & guidewire; a second guide wire was inserted. An attempt was made to straighten iab that was removed from pt. Iab was also checked for "leaks by inflating with air 60ml syringe (from iab tray) whilst immersed in sterile saline. No leak was detected." At this time, a sheath was placed in pt's femoral artery. Md attempted to insert "unwrapped iab catheter over guidewire & through sheath. Md was advised to abort attempts to insert iab. The person who told md to halt insertion left facility & picked up a second iab 40cc 8fr (fos). Second iab was inserted successfully. Pt. Was unsupported for an extended period of time (90 minutes)".

Manufacturer narrative:
A customer training request has been sent to the sales office for follow up. Follow-up report will be filed if additional information becomes available.